Manufacturer narrative:
"Patient called to report issue with wearable not connecting with her revi implant", "behavior indicative of an implant malfunction", patient "is starting to see symptoms return", and course of action is "ex-plantation of the implant and re-implantation."

Event description:
Patient called to report issue with wearable not connecting with her revi implant since (B)(6) 2025. She made an appointment with dr. (B)(6) to have the issue resolved in the office, but he referred her to patient support for further help and reported to bwm on (B)(6) 2025. She has not had any treatments for a week now and is starting to see symptoms return.